Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose was 415 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.